Manufacturer narrative:
Pt involved in auto accident <1 month post op of implantation of cervical interbody fusion device. Xrays showed migration of anchor plate. Revision surgery was performed to remove migrated anchor plate and found fusion progressing, and implant was secure and had not dislodged, so it was left in place. Pt prognosis was excellent.

Event description:
Ref imp# (B)(4).